Manufacturer narrative:
The pacemaker underwent electrical testing. It turned out that the device could neither be interrogated nor provide therapy, which matched the clinical observation. The pacemaker was then opened. The visual inspection of the internal structure showed no irregularities. Measurement of the battery voltage showed an unexpected voltage drop to below the required supply voltage of the electronic module. This explains the inability to interrogate the pacemaker and its inability to provide therapy. The electronic module was therefore connected to an external voltage source and again underwent an electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the battery manufacturer for an extensive destructive analysis. First, the production documents of the battery were checked, which showed no anomalies. Subsequently, electrical battery measurements were performed. These detected intermittent impedance variations under mechanical stress, which indicate a possible short-circuit within the battery. The battery was only slightly discharged. The battery was then opened, and the internal structure was visually inspected, which proved to be unremarkable. No damage or foreign body that could have led to a short-circuit was detected during the analysis. However, it cannot be ruled out that a temporary short-circuit had formed and led to the voltage drop. In summary, the clinical observation was confirmed. The cause for the inability of interrogation and of providing therapy was a voltage drop of the battery. Despite a thorough and time-intensive analysis, the cause of the voltage drop could not be determined beyond a doubt. Therefore, it cannot be ruled out that the damage pattern resulted from a temporary internal short-circuit of the battery. The electronic module proved to be without defect during the analysis.

Event description:
It was reported that the pacemaker was replaced a few days after implant. Interrogation with the device was not possible.